Event description:
It was reported that a patient experienced abdominal cramping coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as onset of symptom. During hospitalization a peritoneal drain was performed and a volume that meets criteria for an increased intraperitoneal volume (iipv) was reported. At the time of this report, the patient was still hospitalized. Outcome of the event was not reported. It was unknown if pd therapy was ongoing. No additional information is available at this time

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: product problem was inadvertently left out of the previous MDR. The lot number and expiration date sections are na (and not the previously reported ni). Additional information/correction: this reportable event is a malfunction/product problem only due to the additional information received about the event. It was reported that the peritoneal dialysis (pd) therapy was discontinued and the patient was started on hemodialysis while they were at the hospital. The patient has since had a kidney transplant and was scheduled to go back home the week prior to this report because they were doing well. During the follow up, it was also clarified that once the patient was drained at the hospital, they were no longer suffering from severe cramping and their condition quickly stabilized. The device was received for evaluation. The event history log review was performed, but the reported event could not be verified through this review because the increased intra-peritoneal volume (iipv) event was identified once the patient manually drained in the hospital the volume that met the iipv criteria. The event history log review did show that the therapy was discontinued prematurely, but there were no alarms/failure codes recorded in the log that would indicate the reported problem. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed and the device passed. The device was functionally tested and a simulated therapy was performed and completed as intended, with no problems observed. The device met product specifications related to the iipv. The reported event could not be verified through the sample evaluation or the logs. The iipv was reported to have occurred during an off cycler drain and as such would not be recorded in the device logs. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.